Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 mg/dl. The customer alleged that the pump ¿failed;¿ however, specific cause was not clarified. Tandem technical support reviewed pump data and found no evidence of a malfunction. The customer went to the emergency room where bg was addressed with intravenous drip, and manual injections. Reportedly, customer left the ER in stable condition (162mg/dl).